Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2017 with the following findings: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2017. On that same day at 03:33, 4.0 units of a 10.0 unit delivery was made due to the user manually cancelling the bolus delivery evidenced by record of a warning 174. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within range and delivering accurately. No errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the alleged inaccurate delivery complaint; the user manually cancelled a programmed bolus delivery.

Event description:
The reporter contacted animas on (B)(6)2017 alleging the patient was hospitalized for an unknown reason. The patient¿s blood glucose measurement was reported as 100 mg/dl. This blood glucose level is considered within normal range and not indicative of a blood glucose excursion or serious adverse event. Troubleshooting of the pump was no completed as the customer was unable/unwilling to troubleshoot the pump. The pump reportedly experienced an inaccurate delivery issue. Animas customer support made several attempts to obtain further information from the reporter; however, the customer was unable/unwilling to answer further questions. No serious injury is being reported because there is insufficient evidence to indicate the patient experienced an injury associated with the insulin pump. If further information becomes available, this complaint will be revised accordingly. This complaint is being reported because there is an allegation against the delivery function of the pump.